Manufacturer narrative:
The event of pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported one day after injection with juvederm voluma with lidocaine in the cheek and juvederm ultra plus xc in the lower lip and marionette lines patient developed pain in the left cheek which resolved two days after injection without intervention. Two weeks after injection the patient developed swelling over the left cheek that lasted three days before completely resolving. One month after injection patient experienced a recurrence of swelling in the left cheek. Patient was prescribed prednisone, which the patient did not take, keflex, hyaluronidase. Patient symptoms resolved approximately one week after treatment began. This is the same event and the same patient reported under MDR ID #3005113652-2013-00247 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine, also a device manufactured by allergan.